Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-23716 - device 2 of 2

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula with two infusion sets. Patient noticed symptoms within 3 hours of insertion. The site of insertion was abdomen and was regularly rotated. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.